Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Pump received with cracked battery tube threads, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while in the prime sequence. The patient's blood glucose level was around 120 mg/dl. The customer stated that they had changed the battery and the infusion set before going to sleep prior to the alarm occurring. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.